Manufacturer narrative:
(B)(4). Date sent: on (B)(6) 2022. Batch # 479a83. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage with a reload loaded in the device and a tyvek was received along with the device. The cartridge was received unfired and with the swing tab in the unlocked position. However, 3 staples were noted to be missing scattered along the staple line. Due to the condition of the reload no functional test was performed to preserve the evidence. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: place the instrument across the tissue for transection or into the lumen to form an anastomosis. For instruments with no knife, place the instrument across the tissue to be stapled. With the alignment/locking lever in the completely opened position, join the instrument halves together by aligning from either the front, center or back of the instrument. To adjust tissue on the forks before firing, move the alignment/locking lever to the intermediate position. This allows maneuvering of the tissue while the instrument halves are joined. Close the alignment/locking lever completely when the tissue is properly in place. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. The event could not be confirmed as the device performed as expected and during the functional testing, the device opened and closed without any difficulties noted. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of automated vision system to ensure staples presence; the swing tab is present and unlocked. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that the device was opened and used to transect the colon in a loop ileostomy procedure. Upon placing the bowel between the jaws of the linear cutter the surgeon could not get the instrument to close and chose to open a new one which functioned without incident. The surgery was delayed by 2-minutes. No fragments were generated. The procedure was successfully completed. There were no patient consequences.